Event description:
It was reported that a pt death occurred while being monitored on the patientnet telemetry system. A "no telem" alert was allegedly provided; however, the system alarm setting for the "no telem" alert was set to advisory at the time of the event.

Manufacturer narrative:
Per the user facility report, the customer completed a log review with the following results: "prior to 3:32:53 the full disclosure strip shows that the ECG signals from the transmitter were of good quality with no breaks in the signal. Then at 03:32:53, the signal abruptly ceases and the "no telem" message is printed on the full disclosure strip. At the time of the incident, the transmitter was not quarantined. The transmitter was reissued to another pt. When the transmitter was returned to telemetry, the battery door hinge was broken." In f/u discussions with the customer, the customer stated they believed the battery became dislodged when the pt involved in the reported incident fell during the event. The biomed reportedly quarantined the equipment after the battery door hinge was noted to broken. The biomed tested the transmitter and stated that it performed as expected. At the time of the event, the cic was configured so that leads fail was in system advisory level. Since this event, it has been changed to system warning level. The customer does not want ge to investigate at this time. The customer has stated, they will contact ge if they decide a log review by ge or further investigation of the transmitter is needed. A f/u report will be filed if add'l info is received.